Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise that was able to be reproduced with isometrics. The lead was replaced. There were no adverse patient effects reported.